Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Return requested for suspect small straight ratcheting handle on (B)(6) 2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A site representative reported that, while in a spine procedure, their small straight ratcheting handle was broken. The surgeon was tapping the handle to advance the navigated lumbar probe into the pedicle. The metallic surface that is located in the middle of the top of the handle was snapped off due to the tapping. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome reported.